Manufacturer narrative:
In the initial medwatch, the fifth line of h11 additional narrative should have been: "the 22-aug-2025 alarm trace had liquid-level detection (lld) alarms, which indicate sample quality issues." Instead of: "the alarm trace did not indicate any issues." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation reviewed the data set provided by the customer: the calibration results were within range. The qc results were within the ranges. The alarm trace did not indicate any issues. A general reagent problem was not detected because the qcs before the event were within range, and non-systematic and irreproducible results do not represent a general malfunction of the assay. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total iii results from two patient samples tested on the cobas e 411 analyzer (rack system). Patient sample 1: the initial result was 120 ng/ml with a data flag. The repeat result was 35.52 ng/ml. Patient sample 2: the initial result was 120 ng/ml with a data flag. The repeat result was 46.95 ng/ml.